Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of one (1) bd vacutainer® sst¿ blood collection tube, the rubber plug fell off after centrifugation on low temperature, causing hemolysis. No patient impact reported.

Manufacturer narrative:
Investigation summary - bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed, however hemolysis was not observed in the provided photo. Additionally, 30 retention samples from bd inventory were evaluated by visual examination for additive defects and improper assembly and no issue found relating to the customer reported defects. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly and unconfirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during the use of one (1) bd vacutainer® sst¿ blood collection tube, the rubber plug fell off after centrifugation on low temperature, causing hemolysis. No patient impact reported.